Event description:
On (B)(6) 2014, the patient reported that the menu button on her infusion device was only functioning intermittently. She stated that she had experienced elevated blood glucose levels due to the button's not functioning causing her to miss boluses. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The correct serial number for the device is (B)(4).